Manufacturer narrative:
(B)(4).

Event description:
The pt had a fall which prompted a lead replacement (specific details not provided). Following the replacement, the pt experienced a loss of therapeutic effect. Her urgency returned and she was unable to make it to the bathroom. The device was successfully reprogrammed. The pt had better control of her urinary leakage; she was "back to where she started."